Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the battery test during the battery insertion due to corroded battery tube. Further testing could not be performed due to failed battery test alarm. The device had a stained end cap sticker, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No burn mark noted on the case.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 384mg/dl. The customer was treated with an insulin drip and medication to stop the vomiting. The caller stated that the insulin pump had failed. The customer experienced vomiting, headache, and difficulty breathing. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that the opposite end of the battery cap was burn on the plastic. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.